Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none" after receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).

Event description:
Update: information was received which confirmed that there had been no patient harm.

Manufacturer narrative:
Device: reference code gd685, device name microspeed uni perforator driver, serial number (B)(4), batch number 52070497, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date 25.11.2014. There was no repair record of this device; maintenance status was unknown. We did not receive the product for investigation. Batch history review the device quality and manufacturing history records have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 3 similar complaints against the same lot number and similar complaints from the same hospital. Explanation and rationale: based on the provided information and without a product, a definitive root cause can not be determined. According to our database, the product was delivered in (B)(6) 2014. A maintenance and/or a repair was not registered since that date. Maintenance status of the device was unknown. Furthermore, consumables during use was not original. According to the corresponding IFU, a maintenance must take place on regular basis by the manufacturer and as indicated on the laser engraving on the product (once per year). Corrective action: there is no CAPA necessary.

Event description:
It was reported that there was an issue with product microspeed uni. According to the complaint description, it was reported that on (B)(6) 2020 the patient received cerebral aneurysm clip surgery. During surgery perforator driver did not work, with error code "6". Considered to be connection error. Tried to reload the drilling bit but did not solve problem. Replaced with another handpiece. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4).